Event description:
It was reported that the customer had a bolus wizard issue and no delivery alarm on the insulin pump. The customer's blood glucose level was 315 mg/dl. The customer was treated with insulin pump. The troubleshooting was performed. The customer was assisted in reviewing settings on set up wizard. The customer stated that the parameters were entered and correction bolus was incorrect. The customer was advised bolus wizard adjusts the correction bolus based on insulin sensitivity and target blood glucose. The customer was advised the bolus wizard is working correctly. The customer stated that the no deliver alarm was resolved by infusion set change. The customer does want to return infusion set for analysis and but not want to return the reservoir for analysis. No further information as reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.